Event description:
It was reported by service report that the fowler cannot be locked in place and hold weight. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result - fowler.